Manufacturer narrative:
Date of report: 06aug2021.

Event description:
The customer called into technical support (ts) reporting that the device is displaying vent in-op error code 9003-flow sensor failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The patient was bagged and swapped to another ventilator. The event interrupted and delayed therapy. There was no adverse reaction from the patient involved in this issue. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer informed that the exhalation flow sensor was wet inside and wants to know cause. The rse advised that the most likely cause is either the heated exhalation filter has failed or is not being replaced at the proper interval. Also advised customer that the device is no longer supported. The customer replaced the exhalation flow sensor to resolve the reported problem. The device passed required performance verification tests per philips¿s standards and was put back into service.

Manufacturer narrative:
The suspect flow sensor was returned to philips for failure investigation (fi). The customer complaint of a vent inop 9003 state was confirmed. Exhalation flow sensor thermistor contamination caused the failure.